Manufacturer narrative:
The pod was received fully deployed. Blood was observed on the adhesive pad. Inspection of the device found no damages or defects that would cause bleeding. The cause of the bleeding could not be determined. The exposed portion of the soft cannula was observed to be kinked. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown.

Event description:
It was reported that the patient's blood glucose levels rose above 22 mmol/l (396 mg/dl). When the pod was removed, the infusion site (hip/buttocks) was bleeding.